Event description:
The customer reported that the device failed to power up and the switch was loose.

Manufacturer narrative:
The customer reported that the device failed to power up and the switch was loose. The unit was evaluated at philips. The symptom was verified. The energy select knob was cracked. Replacing the knob resolved the issue.